Event description:
It was reported that the patient was having inadequate pain control. A catheter dye study was done on (B)(6) 2013 and the catheter ¿failed¿. The catheter was determined to be occluded. The catheter was surgically revised on (B)(6) 2013. During the revision, the catheter was freed from scar tissue to remove a kink in the device. The severity of the event was noted to be ¿moderate¿. The patient recovered without sequela. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8711, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).